Event description:
The surgery center reported that a laser vision correction patient was presented with stage 1-2 + of diffuse lamellar keratitis (dlk). Topical steroid (pred forte) dosage was used to treat dlk. The surgery center reported the last surgery day; four out of seven patients were diagnosed with dlk. The surgery center indicated they have not changed surgical settings and all cases had bed energy of 1.00, spot 7, and line 7. This is for the first patient. The dlk has been resolved. Pre-op bcva 20/20 post-op bcva 20/20.

Manufacturer narrative:
Addition: age at time of event was provided and included in this follow up. Addition: gender was provided and is included in this follow up. Correction: in initial report, the description of the stated ¿topical steroid dosage was used to treat dlk, however it should reflect topical steroid was increased correction: in initial report, it was stated that the clinic is reporting this adverse event only. However, the clinic requested clinical support. An application support manager visited the account and a technician from the surgery center made the observation that the surgeon was not thorough when hand washing between the eyes. The amo representative discussed the fact that the person scribing the case wore disposable non sterile gloves and provided instructions to change by using the correct gloves. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4): the clinic is reporting this adverse event only.all pertinent information available to abbott medical optics has been submitted. Placeholder.